Event description:
On 09-may-2025, it was reported that on (B)(6) 2025 the user experienced low blood glucose (bg) of 43mg/dl and was hospitalized. Emergency medical services (ems) were called, and the user was transported to the hospital, where bg was corrected with intravenous dextrose. The user did not experience lasting symptoms. The user was unresponsive to multiple follow-up attempts, and no further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. The log review confirmed the ilet was operating as intended, the ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The cause of the user's hypoglycemia is indeterminate.